Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2016. The local representative reported that this device exhibited a da error. Stored data was reviewed by an in-house engineer who confirmed that a watchdog reset (da error) had occurred on (B)(6) 2016. The data log showed no other errors or abnormalities. The local representative was contacted with the data analysis. The available information suggests that the device remains in-service.